Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs and one segment of digital video which depicted a 2fr s/l per-q-cath catheter. The depicted device was implanted into a patient. The visible region of the catheter included the luer, suture wing and a portion of catheter shaft between the suture wing and the insertion site. The t-lock assembly was attached to the luer; however, the stylet appeared to have been removed. A syringe was attached to the t-lock assembly luer adapter. In the video segment, the catheter was flushed and leaking was observed just distal of the suture wing. While leakage was visible in the submitted video, inspection of the video and photographs was insufficient to identify the cause of the leaking. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include contact with a sharp instrument and stylet damage. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported during the procedure, at the time of the catheter flushing test, a hole was observed in the proximal part of the catheter body. I send the photos for evaluation. There is sample with the customer. Impact on the patient: performed a new procedure.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1567 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported during the procedure, at the time of the catheter flushing test, a hole was observed in the proximal part of the catheter body. I send the photos for evaluation. There is sample with the customer. Impact on the patient: performed a new procedure.